Manufacturer narrative:
Device evaluation: the lens was returned dry, wrapped in gauze in a biohazard bag. Visual inspection found a haptic torn and bent. There was residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Age: unk. Date of event: unk. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, - 10.50/+2.0/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to sizing issue. The lens was not exchanged for another icl lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.